Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on the catheter shaft. Based on the damage at the fractured location, the cat7 may have been kinked prior to the fracture. If the cat7 is forcefully manipulated against resistance during advancement, damage such as a kink and subsequent fracture may occur. The reported steep bifurcation and tortuous patient¿s anatomy may have contributed to the resistance. Further evaluation of the device revealed an additional fracture and ovalizations on the catheter shaft. This damage was incidental to the complaint and likely occurred during removal of the fractured segment from the patient body. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), a lightning aspiration tubing (lightning), a non-penumbra sheath, and a guidewire. It was reported the patient¿s anatomy was tortuous with a steep bifurcation. During the procedure, the physician advanced the cat7 to the target location with the resistance. Next, the physician completed three passes using the cat7. The physician then decided to remove the cat7 to take a picture under fluoroscopy. While removing the cat7, the physician experienced resistance, and noticed under fluoroscopy that the cat7 was broken in half at the mid-shaft inside the patient. The physician then advanced an angioplasty balloon through the broken piece of the cat7 and inflated once distal to the broken portion of the cat7 and pulled the remaining piece of the cat7 from the patient. The procedure was completed at this point. There was no report of an adverse effect to the patient.